Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # during analysis it was noted that the cable was damaged and the head failed its uplink tests. The head was to be sent on for repair and restock. Concomitant medical products: product ID: 229047 software analyzer. (B)(4)

Event description:
The radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.